Event description:
Caller reported cgm error 42 and contacted support for assistance. There was no adverse impact to the customer¿s blood glucose level during the event. Technical support provided detailed instructions for a pump reset, guiding the caller through the process, which successfully resolved the issue as the error did not recur and the sensor session was successfully started.